Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. The customer addressed elevated levels by administering a correction bolus via the pump. They continued to manually ensure insulin delivery by holding the mobi button longer, successfully resuming insulin administration, and resolving the issue.